Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by turbid drainage and mild abdominal pain. The cause of the peritonitis was not reported. Beginning two days after onset, the patient was treated with cefazoline 1 gram once per day intraperitoneally (duration not reported) and fortum 1 gram once per day intraperitoneally (duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing. Physioneal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.